Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy. Reportedly, the customer was using cold insulin and was not not preforming the air removal step correctly during the loading sequence, tandem technical support educated the customer this is off label use.